Event description:
It was reported that during the procedure, this right ventricular (rv) lead exhibited high impedances greater than 2000 ohms, as well as high shock impedances that were greater than 200 ohms. After many attempts to obtain appropriate parameters which were unsuccessful, it was decided to exchange the lead. It was noted that the physician suspected that there was an insulation breach with the lead. No adverse patient effects were reported. This lead is expected to be returned.